Event description:
It was reported that during an unk procedure, it was noticed after applicator of first clip that clip had not formed properly. Second instrument opened and after attempting to preload first clip this also did not engage properly. No pt consequence.